Event description:
The protective plastic sleeve on avanos closed suction catheter split while suctioning my son's trach. This is hazardous as germs and bacteria can't enter the airway causing bacterial infection, which he just recovered from because of this.